Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia, with an initial sensor alert for low glucose and confirmatory fingerstick values of 53 mg/dl and then 48 mg/dl, which resolved to 86¿99 mg/dl after self-treatment with oral glucose and food. Symptoms included hypoglycemia. Outcomes included the need for urgent treatment of low glucose with oral carbohydrate and completion of troubleshooting and education. Investigation included a case review focused on user-reported glucose values and the device learning period. Investigation of this case revealed no device malfunction identified, with the event consistent with early therapy adaptation during ilet learning and an unclear precipitating cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.